Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the bellavista 1000 ventilator was alarming and the spo2 saturation was dropping. The ventilator stopped alarming and the spo2 returned to normal after the probe was changed for a finger one from an ear one. Patient involvement unknown.

Manufacturer narrative:
Results of investigation no failure with the bellavista was observed during log evaluation. User error contributed the "red tape stick into the humidifier port" but this was not significant to create an occlusion as no occlusion alarms visible on logs and set fio2 was always delivered and measured. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.